Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge did not snap securely onto the pump. Customer confirmed insulin was successfully delivered through the cartridge and tubing. Customer¿s blood glucose was 270 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.